Event description:
It was reported that approx six days post filter implant, the patient presented with back pain. A CT was performed and it was documented that two of the filter legs had penetrated the cava and the filter had shifted down about 4cm. The following day, the filter was retrieved using a snaring device. There were no complications. Reportedly the filter had been implanted suprarenal, there were no complications during the deployment.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The device has been returned; the evaluation is currently underway.